Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During troubleshooting, fse confirmed the error on the error log in addition to error 2160 c transfer not detected cup. Due to the cup transfer out of adjustment, the z-axis was hitting the dispense lane and the y-axis was hitting the edge of the cup. Fse performed adjustments and then ran the cup transfer macro test 10 times. The instrument moved the cups from the rack to the dispense lane to the incubator. Fse checked the sorter alignments and ran sorter tests without error. Fse then ran the daily check without any further errors. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 29-may-2017 through aware date 29-jun-2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: the 4053 sorter-z home overrun: cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The 2160 c. Transfer not detected cup: cause: the cup sensor s063 failed to detect the cup before it was grasped. Action: please contact the tosoh local representatives. Check s063, the cup pickup position, and the cup pickup operation. The most probable cause of the error 4053 sorter-z home overrun error message was the cup transfer was out of alignment.

Event description:
A customer reported error 4053 sorter-z home overrun with the aia-900 instrument. The customer performed a reboot and the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of progesterone (prog) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.